Event description:
Boston scientific received info that this right atrial lead dislodged. The ra lead was explanted and will be returned for lab analysis as tissue was present in the helix. The ra lead was successfully replaced with a new lead. No additional adverse pt effects were reported.